Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use device. The visual inspection of the returned product noted that the trocar balloon was cut. The locking collar, valve seal and doors appeared intact. The inflation syringe was received. The obturator was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of three photographs of the device. The first photograph depicts the back of the blister pack of the device showing the lot number, reorder code and expiration date. The second photograph depicts the back of the blister pack of the device showing the lot number, reorder code and expiration date. The third photograph depicts the grey flapper valve of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophageal reflux procedure, the balloon made a strange noise and physically broke. Another balloon was used and the valve broke, disengaged and the gas/air leaked. Also, the balloon did not inflate. There was rapid loss of abdominal pressure. Another device was used to complete the case. There was no patient injury.